Manufacturer narrative:
H.6. Investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for low draw volume with the incident lot was observed. Additionally, testing of the customer samples was performed and low draw volume was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that underfill was found during use with a bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter, "the tube didn't draw sufficientvolume of blood." 5 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill was found during use with a bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter, "the tube didn't draw sufficient volume of blood." 5 occurrences were reported.